Manufacturer narrative:
Visual inspection found the helix to be partially extended and clogged with blood and tissue. After cleaning, the helix was able to be extended and retracted normally. The measured full helix extension length was within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix not actuating was seen in the laboratory, however; the reported event of dislodgment was not confirmed.

Event description:
Three days following implant, the left ventricular (lv) lead dislodged. The lv lead was attempted to be repositioned; however, the helix would no longer extend and retract. The lv lead was explanted and replaced with no adverse consequences to the patient.